Event description:
Note: this is one of three complaints that occurred during the same procedure. Reference MFR report numbers 3005099803-2009-05579 and 3005099803-2009-05580 for associated device reports. It was reported to boston scientific corp that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure to treat a bleed within the esophagus performed in 2009. According to the complainant, the clip was positioned at the clipping site and deployed, however, the clip did not grasp the tissue and fell into the pt's stomach. The clip remained slightly open and appeared to be bent. The clip was retrieved using a roth net. Two more clips were used with the same result. No visible damage to the catheters of the hemostatic clipping devices was noted. The procedure was delayed by 15 to 20 minutes and completed by treating the bleed with sclerotherapy (epinephrine injection). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been rec'd, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.